Manufacturer narrative:
Block h2 (correction): block h1 and block h6 have been updated. Block h6: device code a0501 is being used to capture the reportable event of needle detachment. Imdrf code f2203 is being used to capture the reportable event of imaging required. Block h11: device evaluation. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "needle detachment of device or device component" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issues "needle detachment of device or device component" and "needle difficult/failure to puncture" cannot be established due to lack of evidence. Also, for the event imaging required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific that during the procedure, the expect ebus tbna used for a transmural biopsy by electronic bronchoscopy procedure on the lungs to treat a lung tumor performed on (B)(6) 2026. During the procedure, the needle was unable to puncture, the physician found that the needle tip was missing, the physician verified via ebus scan of the region and x-ray that no other piece or fragment remained. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific that during the procedure, the expect ebus tbna used for a transmural biopsy by electronic bronchoscopy procedure on the lungs to treat a lung tumor performed on (B)(6) 2026. During the procedure, it was found that the needle tip was missing, the physician verified via ebus scan of the region and x-ray that no other piece or fragment remained inside of patient. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of needle detachment.